Event description:
Event description guidant received information that the patient with this pacemaker presented with a ventricular paced rate of 120 ppm to the maximum sensor rate. When rate response was programmed off, the paced rate returned to the lower rate limit.